Event description:
It was reported that the maryland bipolar forceps instrument shaft is dented. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the main tube does not have anything characteristic to a "dent", however, engineering also observed a section 3 inches above the proximal clevis with material removed all around the tube. Damaged area is 3 inches long. Based on the location and appearance, the damage may have been caused by a cannula accessory. Add'l investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if add'l info is received.